Manufacturer narrative:
Strain relief. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Leak of access port.